Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis results found that the er420 device was returned with one clip jammed in jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining 10 clips were ejected; finally the instrument locked out as intended. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Event description:
It was reported that during an unknown procedure, the device ejected clips. Unknown how case was completed. There were no adverse consequences for the patient.